Manufacturer narrative:
Evaluation summary: as a result of sampling, the scope has been thoroughly reprocessed, proving that the scope complies with local regulations. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Historical data of the device: 06/10/2021 received from pe, purchase reception #2400022419. 07/10/2021 sent to the customer, delivery #1300133061. (B)(6) 2021 first sampling by the customer, pathogen agent detected: staphylococcus arlettae & gram+. (B)(6) 2021 2nd sampling by the customer, sphingomonas paucimobilis (previous name pseudomonas paucimobilis) detected. This event occurred at the time of installation. There was no report of patient harm.